Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that his insulin pump was not functioning properly. The caller stated that he had changed everything and the alarm has been going for the past three weeks, but the device kept alarming. The blood glucose reading was 450 mg/dl. Assisted the customer to run the fixed prime test and the insulin did exit. Instructed the customer to remove the cannula and it was bent. Advised the caller that the insulin pump would be replaced. No further information was provided.